Event description:
Customer reportedly obtained a result of 376mg/dl and 126mg/dl on a professional device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.